Event description:
It was reported that during a pacemaker changeout in 2006, insulation damage was noted on the lead. The damage was repaired and the lead remained in use. In 2009, high impedance was noted. It was further reported that there was an inner coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed.